Event description:
It was reported to covidien on 06/29/2009, that a customer had a problem with a connecting tube. The customer states that during an operation, the grip disengaged into the body cavity. They were able to retrieve it immediately. No pt injury.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.